Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (monitor delivered pulse below lower limit/damaged touchscreen) has been confirmed. As received, the monitor would not power on and the lcd touchscreen was cracked. Upon evaluation, there was extensive physical and thermal damage on the computer/analog (ca) board. The cause of the damaged was high voltage energy from the defibrillator board directed to low voltage circuitry on the ca board. Due to the extent of the damage, the root cause of the high voltage energy directed to the ca board cannot be positively identified. The root cause for the cracked lcd touchscreen is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor delivered a low energy pulse